Event description:
The customer reported the ventilator was alarming due to pressure sensors and data acquisition pcba adc reference failures. The customer reported the device was in use and there was no patient harm. Occurrences of a pressure sensors failure and a data acquisition pcba adc reference failure during use in normal ventilation operation may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised customer to evaluate the data acquisition pcb board and flow sensor. The biomedical engineer reported the data acquisition pcb board was replaced to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.